Event description:
During baxter's evaluation, a spectrum pump alarmed door not fully latched. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The found symptom (door not fully latched) was reproduced and confirmed through evaluation. Evaluation found that the door was able to latch close with the a loaded set but the force required to secure the door was above expected levels. The door hooks and latch pins were replaced to correct this condition.